Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed bicarbonate buffer test per dop 114-830. Sensor passed per spec with accurate readings. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
It was reported that the customer had high blood glucose levels of 550 mg/dl. The customer treated with a manual insulin injection. The customer reported a lost sensor alert from the insulin pump. Troubleshooting was done. The customer reported a slightly bent sensor from the insulin pump. No additional information was provided.